Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of inappropriate therapy were observed. The lead impedance and capture threshold had increased. The lead was capped.